Event description:
It was reported that the pump alarmed upstream occlusion and there is nothing obstructing line. They are using a spike/reservoir. Using cassette on another pump and it is working. No additional information available